Event description:
(B)(4). Event occurred in the united states. It was reported that by the patient's wife that her husband's infusion set's tubing detached from the site. This issue happened with two sets. For the second event, he was out driving in car which led to this incident. Reportedly, the tubing came apart from the quick release. The site location was the patient's abdomen, and the pump was connected to the belt with holster on same side as site. The infusion was used for a day. The infusions were stored in a hallway closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.